Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted. The device history record (DHR) indicates the lot number was released meeting all qa specifications.

Event description:
The customer reported that while the device was in use, when the surgeon wanted to open the jaws, the white amodele part attached to the metal seal plate broke off and fell into the pt's abdominal cavity. The amodele material was removed from the pt cavity and the pt is fine. Reportedly, the device had not been clamped down on any hard object, and the device had been cleaned frequently during the case.